Event description:
It was reported to tyco healthcare / kendall that a customer had a problem with an angel wing collection device. When withdrawing the product, the needle stayed in the arm of the pt while the angel wings and extension line were removed.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.